Event description:
It was reported that the pulse generator exhibited battery data of 2.58 v, 5 ua and less than 1 kohms. The battery data was updated multiple times, however the result of less than 1 kohms remained. The estimated remaining longevity using the values of 2.58 v and 5 ua was 0.3 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.